Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. No button response due to flattened dome switch on act button. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there are cracks in the insulin pump near the reservoir window. Customer's blood glucose levels were not included in the report. Nothing further was reported.